Event description:
Reportedly, the patient implanted with the subject pm experienced fatigue on beginning of exercise. After reprogramming the rest rate of the device the patient felt better on simple exercise. However egms stored in the device showed noise and apparently lead impedance has been decreasing over time. Possible lead replacement to be scheduled but not yet confirmed.